Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team found it impossible to insert the outer sheath into the blood vessel of the patient. After checking, it was found that the tip of the outer sheath was curly (as the video shows). A second device was used to complete the operation. There was no adverse event reported on patient. The curled tip is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received a video of the complaint device for evaluation. The video analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-sep-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Additionally, the video analysis was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team found it impossible to insert the outer sheath into the blood vessel of the patient. After checking, it was found that the tip of the outer sheath was curly (as the video shows). A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: a video was received for evaluation following biosense webster's procedures. According to video provided by the customer, the video does not provided sufficient information related to the reported issue by the customer since the video was observed blurred, and therefore no results can be obtained from it. The device was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to video provided by the customer, the video does not provided sufficient information related to the reported issue by the customer since the video was observed blurred, and therefore no results can be obtained from it. A dimensional inspection was performed, and the device passed within specifications. The resistance felt by the customer could be related to skin incision size relative to the sheath; however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device 60000081 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was not confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).